Event description:
A female patient (hemiplegic) presented with mi occlusion. Full recanalization was achieved in the mca after one pass with merci retriever v 2.5 firm and distal access catheter. However, proximal aca a2 was embolized during the clot retrieval. This vessel was open during pre retrieval angio and was an uninvolved territory before clot retrieval. Dr. Decided to leave clot in a2 due to difficulty of using merci in a2. Patient was ineligible for lytics due to subdural hematoma suffered during fall caused by the symptom onset. The physician considers this a 'win' and a good angiographic result. He felt that recanalizing mca outweighs loss of embolizing aca territory. He felt that even though this patient will go on to have a stroke, mca recanalization will give her the best chance to avoid mortality and live with fewer disabilities if he was not to have opened the mca.

Manufacturer narrative:
None of the reported information suggested that any concentric medical device malfunctioned. Because the device was not returned to concentric medical, a complete investigation could not be performed. Emboli, acute occlusion, ischemia and neurological deficits including stroke are listed as possible complications in the instructions for use.